Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's had pump error on their device. The customer's blood glucose level at the time of incident was unknown. It was reported that device alarmed for power error. Troubleshoot was reported to be conducted. It was reported that the customer was advised that the pump would have to be replaced and returned for analysis. It was reported that the local office would call about the replacement. No further information provided.

Manufacturer narrative:
The pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was returned for pump error 25 and the detailed trace analysis confirmed the alarm 25 was triggered when the backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes due to the non-sleep anomaly software error. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.